Manufacturer narrative:
Other relevant device(s) are: product ID: tf3434c115x, serial/lot #: (B)(4), ubd: 07-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular procedure. Approximately 7.5 years later, the patient reported that they were experiencing chest pain which is being treated with medication. The patient stated that they are experiencing a squeezing pain in the chest which travels up to the left side of the jaw which can be excruciating at times. The patient reported that a CT scan was conducted where a stent graft which was reportedly located in the patients neck is completely blocked and that the stent graft that was previously implanted in the patients chest was unable to be located.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.